Event description:
A customer contacted stryker to report that the device did not work when placed on a patient. Defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to stryker for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. Section d2a, common device name, of the initial medwatch report #0003015876-2022-01290 indicates "automatic external defibrillator". It should indicate "automated external defibrillators (non-wearable)". H3 other text : device not returned for evaluation.

Event description:
A customer contacted stryker to report that the device did not work when placed on a patient. Defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no harm to the patient as a result of the reported event.